Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, intra-op, the surgeon was restoring the vertebral height after inflating the ibt, psi value reached 380; 4ml of fluid was dispensed. The surgeon tried to remove the balloon from the vertebral body but blood was mixed in the contrast agent. On checking the ibt, it was found broken at the root part of the balloon. The balloon had ruptured during deflation. The surgeon told the balloon was damaged due to dense bones, and the balloon was placed between a cleft and end plate of the vertebra. The product came in contact with the patient. No fragment of the balloon remained in the patient. Patient complications were reported as there was outflow of contract agent in the body. Pre-operative diagnosis: primary osteoporosis with intervertebral clefts. Three levels were implanted. The actual product was not retrieved

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.